Event description:
The customer stated that she was hospitalized with high blood glucose levels of 600 mg/dl. The customer stated that she changed the infusion set, but her blood glucose levels remained high. The customer stated that she did not receive any no delivery alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer also stated that she has been using her abdomen area for injections for over twenty yrs. Advised the customer to speak with her dr about the possibility of having scar tissue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.